Event description:
Finger stick completed on pt using accu-chek softclix "pen" device and accu-chek softclix lancet. Lancet ejection feature failed, health care provider received needle stick when trying to disengage lancet from pen.